Event description:
Initial information provided states that it was noticed during inventory inspection that the screw was missing from the rod gripper. Additional information was provided stating that the rod gripper was used during a case and the missing screw was noticed after the case. The screw was not returned with the device for evaluation. The location of the missing screw is unknown.